Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited post paced t-wave oversensing. No intervention had been performed. No further information was available.